Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began (B)(6) 2020. It was reported the trial patient had accidentally pulled the wires loose yesterday after they were put in. The device was not operational at the time of the report. They planned to return to the doctor on monday to have the device replaced.